Event description:
It was reported that the patient received 10 inappropriate shocks in response to noise. The lead was expanted. No patient complications have been reported as a result of this event.